Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that cannula from first sensor was missing and second sensor could not calibrate. Customer's blood glucose was 9 mmol/l. Sensors would be replaced.